Event description:
Md attempted to insert power-trialysis catheter and the wire unraveled while in the vessel. Several attempts were made to remove. Most of the device was removed and the remainder was stented in place as not to migrate. Pt had positive arterial pulses post procedure.